Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Based upon the information from (B)(4) it was considered that the reported phenomenon was attributed to the following. When the subject device dropped the power switch was broken and the user could touch the electrical component underneath the power switch, consequently the user received the electrical shock. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was dropped and then the one of the staff of the facility received the electric shock when the staff turned on the subject device. Only one person was affected by the electric shock. The staff who received an electric shock did not need medical treatment. The user facility did not provide other detailed information. Olympus europa (B)(4) checked the subject device and found that the power switch of the subject device was broken and the electrical component underneath the power switch could be touched.